Manufacturer narrative:
(B)(4). Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. Further, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by sales rep that during a meniscal repair, after 1st firing of an omnispan meniscal repair system/12 degree, two plates were deployed at the same time. Another device was used to complete procedure. No surgical delay or patient consequence reported. No additional information could be provided.